Manufacturer narrative:
Submit date: 01/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an adverse event with electrodes. The customer states that the clear plastic backing of the electrodes inadvertently drop to the floor. When the backing is on the floor, no one can see them causing people to slip. One nurse broke a bone in her foot.